Event description:
I have type 1 diabetes and use an omnipod insulin infusion pump manufactured by insulet corporation. During my evening meal on (B)(6) 2016, the screen of my omnipod handheld pdm went dark during the delivery of a programmed insulin bolus without any prior warning. At first, I thought perhaps and batteries inside the pdm had failed (although I did not see any prior battery low warning alert). After replacing the two batteries in the pdm unit, the screen display turned on and displayed an error message, which read: "pdm error. Remove pod now. Call customer support: (B)(6). Ref: (B)(4) sn [see later field] rm: 2.5.0/ra: 2.0.0 rb: 2.1.0 / mm: 2.2.0 pm: 2.7.0/pi: 2.7.0" I called the omnipod customer service telephone service and was instructed how to treat the pdm device. The pdm device lost all of its settings (time/date/year, as well as the programmed basal rates and insulin/ carbohydrate bolus and high sugar correction ratio settings) and my prior data (blood glucose readings, insulin delivery amounts/ times) stored on the device. The omnipod customer service rep that I spoke with on the evening of (B)(6) 2016, offered to send me a replacement pdm unit and requested that I return the pdm which experienced the crash/ memory failure to omnipod customer service within 30 days.

Event description:
Add'l info received from reporter on (B)(6) 2016 for report mw5063571. Pt called to remove info from her initial report to assure the report is as accurate as possible. The sentence stating "the pdm device lost all of its settings (time/date)year, as well as the programmed basal rates and insulin/carbohydrate bolus and high sugar correction ratio settings) and my prior data (blood glucose readings, insulin delivery amounts/times) stored on the device." Should instead read "the pdm device lost all of its settings (time/date/year, as well as the programmed basal rates and insulin/carbohydrate bolus and high sugar correction ratio settings)."